Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the guidewire was unable to be inserted into the left ventricular (lv) lead lumen. The lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance guidewire was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification. A guidewire was able to be fully inserted and removed from the inner coil lumen without obstruction/restriction.